Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a balloon rupture occurred. The stones were located within an unspecified biliary duct. The extractor rx 9mm x 12mm retrieval balloon was advanced to the duct. During an unspecified "sweep" of the duct with the balloon inflated to unspecified atms, the "balloon popped". The balloon catheter was removed intact. The physician was able to complete the procedure prior to the balloon rupture, therefore, no further intervention was required. The patients status is reported as "fine"

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed. A review of the manufacturing documentation for this catch shows that the device met its material, assembly, and product specifications. The most probable root of the reported event can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.